Event description:
The facility's biomed engineering department reported an infusion pump with 810:04 failure code. According to biomed, no patient injury or medical intervention has been reported. The reported failure occurred during biomed testing. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved. No additional contact information was provided.